Manufacturer narrative:
UDI number: na.

Event description:
The recipient is reportedly experiencing a decrease in performance. External equipment was exchanged, however, the issue is not resolved. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The no lock and electrode conditions prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed all of the mechanical tests performed. The failure of this device is attributed to a short from power to electrode ground case at the analog chip. It is believed that electrostatic discharge (esd) led to an overload voltage, damaging structures on a node inside the analog integrated circuit. This ultimately caused the device to cease functioning. A CAPA was implemented. This is the final report.